Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead had pmt episodes on (B)(6) 2016 and stored vt episodes on (B)(6) 2016 that were suspected to be noise and oversensing of electrocautery during a procedure. There is no indication of intervention.